Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose was 18.7 mmol/l after 3 days. [Blood glucose increased]. Injection needle was blocked [device occlusion]. Case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration), chn from china was reported by a health care professional nos as "blood glucose was 18.7 mmol/l after 3 days.(blood glucose increased)" beginning on (B)(6) 2024, "injection needle was blocked(device blockage)" beginning on (B)(6) 2024, and concerned a 61 years old male patient who was treated with novofine (32g) (needle) from unknown start date for "device therapy", , novorapid (insulin aspart) from unknown start date for "diabetes mellitus", patient's height, weight and body mass index were not reported. Dosage regimens: novofine (32g): not reported. Novorapid: not reported. Current condition: diabetes mellitus(type and duration were not reported). On (B)(6) 2024 injection needle was blocked. As the blockage of the needle was not found, the blood glucose(blood glucose) was 18.7 mmol/l after 3 days. It was reported that the patient believed that the medication was ineffective. Later, it was found that the needle was blocked, which caused uncontrolled blood glucose. Batch numbers: novofine (32g): 21602y (the reported batch/lot number for suspected drug novofine (32g) cannot be validated). Novorapid: not available. Action taken to novofine (32g) was not reported. Action taken to novorapid was not reported. The outcome for the event "blood glucose was 18.7 mmol/l after 3 days.(blood glucose increased)" was not reported. The outcome for the event "injection needle was blocked(device blockage)" was not reported. Investigational results: name: novofine® 32g etw tip 0.23/0.25*6mm, batch number: 21602y. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. No further information available. Since last submission the case have been updated with the following: is non-reportable, malfunction, qc reasult, qc omment updated. Final report ticked. Expected date of follow up removed. Imdrf codes added. Narrative updated accordingly. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes:nmpa (national medical products administration), chn. Final manufacturer's comment: 22-jul-2024: the suspected device novofine needle has not been returned to novo nordisk for evaluation. The batch number reported was found to be non valid. No abnormalities relating to the observed problem were found in the reference sample analysis. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novofine® 32g etw tip 0.23/0.25*6mm, batch number: 21602y. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.